Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging and connecting the charger to the ipg. It was noted that the ipg was sitting perpendicular to the skin surface and appeared to be flipped upside down. The patient underwent a revision procedure wherein the ipg was moved to the other side. The patient was doing well post-operatively.